Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high bipolar pacing impedance triggering an alert. No changes or intervention were reported. The patient condition was not known.